Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did alarm no disposable clamp tubing. The alarm was silenced, and settings were reviewed. Troubleshooting was performed and the process was repeated, but the alarm persisted. The pump was turned off and the tubing remained clamped. The patient was aware of the 4-hour blinatumomab rule. A continuous infusion rate of 0.6 ml/hour had been programmed, with a total reservoir volume of 26.2 ml and given volume of 83.8 ml. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.